Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm maryland bipolar forceps instrument exhibited an energization failure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found indented yaw pulley. The instrument was found to have thermal damage to the yaw pulley. The instrument was found to have charring at the grip base on the outer surface of one bipolar yaw pulley at the base of the grip. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. The probable root cause of nicks and gouges on the yaw pulley is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument, inadvertent collisions with other instruments or hard surfaces, or abrasive instrument cleaning.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis team partially confirmed initial findings. When the instrument was installed on an in-house system and connected to an in-house integrated electrosurgical unit (iesu) or erbe generator, it passed energy recognition and failed instrument energy delivery during in-house testing, and a burning smell was observed at the proximal end. The instrument failed continuity testing, in which both grips showed continuity to both pins of the instrument energy board. The instrument was further disassembled, and the pins of the energy board were tested for continuity. The internal pins on the energy board showed continuity to both external pins on the energy board. This indicates that there is a short between the two pins on the energy board. There was arcing damage on the underside of the energy board and there was thermal damage internally on the grey luer plate near the pin connectors. The initial observation of damaged insulation of the conductor wire was confirmed. When testing the continuity of the wire isolated to the damaged insulation grip, continuity was able to pass through the grip. Thus, the retracted insulation is not related to the original complaint of no energization. Additionally, the yaw pulley was confirmed to have an indentation near the damaged insulation, suggesting that a collision at the location of the indentation likely lead to the damaged insulation. The thermal damage was confirmed at the base of the grips. Given the location of the thermal damage, it is likely that this failure mode is attributed to inadvertent energy application from a monopolar instrument.